Manufacturer narrative:
Retainer ring = black. Pump passed the displacement test and self test. High active current isolated to pcba 1. High sleep current isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case on battery tube side and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.